Event description:
During injection, a metallic piece of the angiographic catheter extensions broke during use on the patient.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days. This is one of two products used in the same patient and reported under manufacturing reporting number 9616099-2009-01885.